Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Date of event is an approximate.

Event description:
It was reported that the patient had this artificial urinary sphincter (aus) implanted on (B)(6) 2022. Two months later, the patient experienced recurring incontinence causing the usage of pads. No surgery has been planned yet since the patient wants to evaluate options to treat the event.

Event description:
It was reported that the patient had this artificial urinary sphincter (aus) implanted on (B)(6) 2022. Two months later, the patient has been experiencing recurring incontinence causing the usage of pads. No surgery has been planned yet since the patient wants to evaluate options to treat the event.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3 date of event is an approximate